Event description:
It was reported by svc report that there is a hole in the top cover and there is a stain on the inside. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: hole in the top cover.